Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/24/2014 for investigation. Investigation results as follows: visual inspection was performed and it was observed that the encoder cover was cracked. Functional testing was performed and no issues were observed during testing. The platform passed functional test requirements. A review of the platform's archive was performed and found that there were no user advisories on the reported event date of (B)(6) 2014. However, there were multiple user advisory (ua) 2 (compression tracking error) codes on (B)(6) 2014, which are consistent with the reported complaint of the platform displaying a "patient realign" message. The ua 2 code can occur if load cell connections are faulty. However, load cell characterization was performed and found that both load cells were functioning within specification. Other causes include patient movement on the platform while compressions were being performed or the lifeband being opened. Based on available information as well as evaluation results, a cause for the observed ua 2 could not be determined. Based on the investigation, the part(s) identified for replacement was the encoder cover. In summary, the reported complaint was confirmed during platform archive review, which showed ua 2 codes occurring on (B)(6) 2014. A cause for the ua 2 could not be determined; however, it should be noted that there were no mechanical issues observed with the platform that could have caused or contributed to the code being displayed.

Event description:
It was reported that during use on an elder patient, the autopulse platform stopped and displayed a "realign band or patient" message after performing a few compressions. Customer indicated that one side of the lifeband was compressing. The platform would perform a few compressions and then stop. The patient regained a pulse after defibrillation. No adverse patient sequelae was reported. No further information was provided.